Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got an unexpected restart error as well as blank display. The blood glucose level was 162 mg/dl. Troubleshooting was performed and noticed that after inserting new battery the unexpected restart error occurred again. Troubleshooting was continuing for blank display and noticed that the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected watchdog timeout or unexpected restart error alarms noted during testing.